Event description:
It was reported that during surgery there was a hair-like foreign matter in the package; the use of the product was discontinued and the surgeon used another product to complete the surgery. There was no harm or delay reported. Another device was used to complete the procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Country event occurred in is japan. The device was returned opened but unused in the original tyvek tray. Visual inspection confirmed there was debris measuring more than 5mm squared in the tray, under the handpiece. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G3. Date received by manufacturer - apr 7, 2023.

Event description:
No additional information is available regarding the incident.